Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite using multiple cables. Reportedly, the usb cable is unable to properly connect to the usb port due to unspecified damage. There was no impact to the customer's blood glucose (bg) level. Customer indicated current pump and manual injections would continue to be used for diabetes management.